Event description:
It was reported that the customer had a button error on the previous pump and the replacement pump needs to be programmed. Customer stated that she was hospitalized for high blood glucose levels on (B)(6) 2014 because her right arm was swollen from elbow to finger tips and the medical staff had been working on it to figure out what it is. Customer's husband took her to the hosp and doctor recommended that they go for further examinations. Customer stated that she does not know the cause of her hospitalization. Customer was still hospitalized and will be discharged once she gets the pump programmed. Customer was wearing the pump at the time of hospitalization. Customer was able to get settings from the previous pump due to the button error. Customer stated that they were stored on carelink. Customer was advised that the call would have be transferred to get the settings. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).